Manufacturer narrative:
The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had developed a seroma following an implant procedure. The site was drained and the device was not explanted. The patient was provided oral antibiotics for bronchitis. Follow up indicated that the patient has recovered from the seroma and is receiving effective therapy. There were no reports of further complications.